Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm occurred. The target lesion was 85% stenosed and located in the right coronary artery (rca). The lesion was treated using eight passes with the oad on low speed. The device was noted to jump following the second pass, however no complications were noted. Following treatment with the oad, the viperwire guide wire was exchanged for a non-csi guide wire and a vessel spasm occurred distal to the treated lesion. The spasm was resolved with administration of vasodilators and the patient was stable following the procedure.